Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states ¿key anatomic elements that may affect successful treatment of the lesion include significant thrombus and / or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation.¿ additionally, per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation.

Manufacturer narrative:
(B)(4). It should be noted that the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states ¿key anatomic elements that may affect successful treatment of the lesion include significant thrombus and / or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation.¿ additionally, per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. According to the report, the proximal aortic neck was heavily calcified, and the device did not achieve sufficient apposition with the vessel wall. However, no endoleak was observed and the procedure was completed. On, or around (B)(6) 2020, a follow up angiographic CT image reportedly revealed a proximal type I endoleak, and aneurysm enlargement of approximately 5mm. On (B)(6) 2020, a reintervention procedure was performed whereby an additional stent graft was place proximally to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.